Manufacturer narrative:
Concomitant medical products: en1dr01 ipg, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after valve replacement surgery it was found that the right atrial (ra) lead had dislodged. The lead was therefore replaced. However upon post op check the new right atrial (ra) lead was found to have undefined impedances, lots of artifacts, loss of capture and a sensing problem. Upon revision it was found that the implantable pulse generator (ipg) had a setscrew problem. A new implantable pulse generator (ipg) was placed and the setscrew tightened, and there were no further issues with the atrial lead. No patient complications have been reported as a result of this event.